Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump cartridge was damaged. The customer's blood glucose level was 450 mg/dl. Caller was able to change cartridge and resume insulin therapy successfully.